Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation the results will be forwarded. On november 20, 2007 (qa administrator) e mailed stating: the catheter was replaced due to the leakage.

Event description:
It was reported to tyco healthcare/kendall on 11/14/2007 that a customer had a problem with a dialysis catheter. Customer reports: the user complained the leakage was found near the outer just when the catheter was inserted to the pt.